Event description:
I had lasik surgery on (B)(6) 2000, and noticed a huge change in sight during year 2008/09. I visited 2 local eye doctors and both were unsure of my issue. Upon speaking with my primary care physician, we agreed I should go for a 3rd opinion. That is when I visited my now doctors (dr (B)(6)). I was diagnosed with "corneal ectasia" due to lasik surgery. Dr (B)(6) and I tried contacting my doctor ( dr (B)(6)) who performed this surgery to request my medical records so we can have a better understanding on how thin my corneal was before he performed lasik. Our request was denied. Dr (B)(6)'s office requested I make an appointment to come in to see him, and then called me one day before my visit to cancel. His office stated dr (B)(6) didn't want to see me because he didn't want to interfere with new dr/pt. Having these records would've been "key" with understanding my ectasia and the outcome of my lasik if done when a corneal is too thin. After several years my vision continued to diminish and my last alternative was to seek assistance from a prose lens or corneal transplant. Prose lens wasn't an option at the time so I decide to go with a corneal transplant on (B)(6) 2012. My transplant wasn't a success and I've been working together with dr (B)(6) (my saving grace) to see what my next best option will be to help live a happier life again.